Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
A patient reported that she had a spasticity attack 2 saturdays prior to the call. The patient stated she went to the hospital because they could not stand or walk because it was too painful. The patient stated she thinks her multiple sclerosis (ms) medication caused the episode. The patient stated she had lost control of her bladder since the spasticity attack and she can not find her programmer. The patient stated she was working with their doctor regarding the ms diagnosis and was given steroids by her doctor for the spasticity attack. The patient noted the symptoms were sudden in on set. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.